Manufacturer narrative:
(B)(4). In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
It was reported that the event occurred prior to a scheduled procedure, before the patient got into the room and before any patient contact. Another like device was used to complete the procedure. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device operated as intended.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that on (B)(6) 2013, the drive mechanism was slow, making the instruments difficult to rotate in the device. There was no patient involvement and no adverse patient consequences reported.